Event description:
It was reported that the patient experienced intermittent nerve pain after stopping the stimulation. Customer service spoke with the patient and found that the pain is in both her hips. The patient called the doctor, and the cause of the pain was unclear. The doctor told the patient to stop wearing the unit. The patient used the unit for 12 hours per day. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced intermittent nerve pain after stopping the stimulation. Customer service spoke with the patient and found that the pain is in both her hips. The patient called the doctor, and the cause of the pain was unclear. The doctor told the patient to stop wearing the unit. The patient used the unit for 12 hours per day. No additional patient consequences/ further information has been reported. The spinalpak was not returned for further evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.